Manufacturer narrative:
Entire form completed by manufacturer.

Event description:
09/23/2015 received explanted lead from (B)(4). No explant information provided. Investigational letters sent to implanting physician and center. Following physician information not available.